Manufacturer narrative:
On 11feb2026 a field service engineer (fse) went to the customer site and replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the issue. Following the part replacement the fse completed a performance verification test (pvt), which the device passed, confirming a return to full functionality. The device was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 24feb2026, it was clarified that the device had been outside of use at the time of the event, with the device being kept in the customers shelf-space till service was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Updated health impact grid.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was multiple error codes found when the diagnostic report (drpt) was checked. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. Reviewing the drpt, it was found that the machine pressure sensor calibration error, proximal pressure sensor calibration error, o2 pressure sensor calibration error, airflow sensor calibration error, o2 flow sensor calibration error, and barometer sensor calibration error had occurred. The combination of codes indicates a spi bus failure of the data acquisition (da) printed circuit board assembly (pcba). Onsite service by a field service engineer (fse) is pending. This investigation is ongoing.